Event description:
It was reported to philips that the heartbeat detection was abnormal. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed. Upon conclusion of the evaluation, it was determined that this was user error. The fse instructed the customer how to do the ECG function. The device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.